Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 230 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level. Customer first cleaned pneumatic tap area and attempted to reload same cartridge without success, then followed guidance from technical support to correctly fill and load new cartridges, temporarily used multiple daily injections for insulin therapy, and ultimately was able to successfully load cartridge onto pump and resume pump use after issue was escalated to management.